Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had neurological dysfunction at their brain stem on (B)(6) 2026. The patient had a stroke and went into a coma due to complexity of medical management. The patient was treated with drug therapy only. The patient passed away on (B)(6) 2026. The device was functioning properly, and the cause of death was brain stem infarction after left ventricular assist device (lvad) implantation.

Manufacturer narrative:
This event was determined to be supplemental information. Investigation findings will be submitted under MFR # 2916596-2025-07377.